Manufacturer narrative:
(B)(4).

Event description:
The pump and catheter were removed about three days after implant, because of infection/meningitis. Additional info has been requested. A follow-up report will be sent if additional info becomes available.